Event description:
Reportedly, during a routine follow up, the ICD reported a shock delivered on (B)(6) 2023. This shock appears in the arrythmia and therapy history as well as in the recorded arrythmias, but despite several interrogations of the device, the egm could never be displayed.

Manufacturer narrative:
Review of the provided data confirmed the absence of the egm of the episode with vf shock delivery. In-depth analysis revealed that the reported issue resulted from an inadequate software management during the recording/decoding process of the episode that happens under special circumstances. In consequence, none of the egm and marker chains associated to the episode were loaded from the device memory. Since the memory zone associated to the episode is not present in the corresponding patient file and most likely a memory reset at the end of the session was performed, the episode could not be recovered. This issue had no impact on device operation. Enhancement of this behavior will be evaluated for future programmer software versions.

Event description:
Reportedly, during a routine follow up, the ICD reported a shock delivered on 13 july 2023. This shock appears in the arrythmia and therapy history as well as in the recorded arrythmias, but despite several interrogations of the device, the egm could never be displayed.